Event description:
An aa4204vf model lens became stuck in the cartridge and wouldn't eject without great difficulty. There was no patient contact or injury. The facility indicated that the cartridge may have malfunctioned.